Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the jaw was bent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the joint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor output. There were no reports of patient harm.